Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope communication error issue could not determined, however, it is possible that the issue was the result of physical stress on the bending section, or connecting the video connector with foreign material or dirt attached to the contacts of the video connector or the contacts on the video system center side and or the result of a sudden overcurrent such as static electricity due to connecting or disconnecting the video connector while the system power is on. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment. Inspection of endoscopic images. Check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced an e216 scope communication error during preparation for an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a scratch on the bending section cover, the bending section cover adhesive was chipped, the right left lever did not move smoothly due to damage on the bending tube, the video cable was dented, and the video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital. Added here due to character limitation in respective field.